Event description:
It was reported that the device reached elective replacement indicator early. It was noted that there were chronic high thresholds. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.